Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (faults) was confirmed. Upon investigation however, the charger was not charging a battery due to the l601 and l4 being knocked off of the bedside board. The root cause of the damaged l601 and l4 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger will not charger a battery pack.